Event description:
It was reported that during a vats upper lobectomy procedure, the stapler fired appropriately on the pulmonary vein (pv). The surgeon then fired device on the pulmonary artery (pa). The stapler had significant more oozing on the pa then the surgeon expected. He packed it twice each with a sponge stick, then with surgicel. At the end of the case, the surgeon used 5ml of floseal just to be sure it would stay hemostatic. He used a second device and additional reload for the third firing, not due to misfire but staff change/issue with device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: the patient lost a total of 400 ml blood during the case. The blood loss total includes oozing from other areas ¿ bleeding during lymph node dissection performed with blunt dissection as well as the pa device firing. The patient did not require a transfusion. On the pa firing that oozing occurred, the vessel was fully skeletonized; no clips, vessel loops or suture used. The vessel was properly placed in the jaws of the device, behind the cut line indicator. There was some surgicel near the end of the jaws, but not believed to be captured in the jaws. The staples were formed properly and the cut line was complete; the only issue was oozing at the staple line, which was controlled. After the firing, the nurse accidentally locked out the device at the back table and could not get the jaws open. In the essence of time, no troubleshooting steps were attempted to open the device and the device was replaced. The device was discarded. A second device was used for another firing on a pa branch which was fine. Additional information requested and received: what was the tissue thickness (perceived to be bigger or smaller than normal)? Thickness was normal on the pa. Any calcifications? No calcifications on either